Manufacturer narrative:
Resmed requested for the device to be returned so that an investigation can be performed. The device has not been returned, therefore, the reported complaint cannot be confirmed. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf140) related to alarm priority. There was no harm or serious injury reported as a result of this incident.